Event description:
It was reported by the customer "the patient arrives for her treatment and reports that the healthcare provider has told her that the PICC line catheter is leaking. (In connection with repositioning 7 days before the treatment). Checks the PICC line catheter before treatment and indeed there is a backflow in the valve, slowly dripping out. This treatment could be given in a pvk, the PICC line catheter was directly connected. Treatment had to be given in an alternative way. No consequence for patient or user."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer "the patient arrives for her treatment and reports that the healthcare provider has told her that the PICC line catheter is leaking. (In connection with repositioning 7 days before the treatment). Checks the PICC line catheter before treatment and indeed there is a backflow in the valve, slowly dripping out. This treatment could be given in a pvk, the PICC line catheter was directly connected. Treatment had to be given in an alternative way. No consequence for patient or user."

Manufacturer narrative:
Initial medwatch report was submitted, upon further review it was found that this medwatch report 3006260740-2023-05306 is a duplicate file and has been voided. The original event was submitted on medwatch report 3006260740-2023-05200.

Event description:
It was reported by the customer "the patient arrives for her treatment and reports that the healthcare provider has told her that the PICC line catheter is leaking. (In connection with repositioning 7 days before the treatment). Checks the PICC line catheter before treatment and indeed there is a backflow in the valve, slowly dripping out. This treatment could be given in a pvk, the PICC line catheter was directly connected. Treatment had to be given in an alternative way. No consequence for patient or user."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.